Event description:
Customer reports image quality issues. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and performed an alignment of the collimator. System operates as intended.